Manufacturer narrative:
Root cause identified: root cause can not be determined. Sample was not received for evaluation. Conclusions: device history record for final product was reviewed and one non conformance report was generated for a condition not related to this complaint. Defect reported was not confirmed since sample was not received for evaluation. Corrective actions: no corrective action applied.

Event description:
In (B)(6): customer reported tubing detached from syringe during procedure. Patient, age range (B)(6) y/o, patient gender not provided, were undergoing lv angiogram procedure. Contrast type: isoview 370. Injection protocol 13ml/sec for a total of 36ml. Tubing type: 48-inch merit medical high pressure tubing (reference number hpf481e), max 1200psi, psi during injection 600psi. The incident caused contrast to spray over patient and staff; however, there were no patient or staff injury as a result of the incidences. All patient procedures were completed.